Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by replacing the cartridge independently and successfully resumed insulin deliveries.